Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Confidence cement application on level l3 and l4. During removal of introducer needle on l3 on left and right sides the needle broke off from t-handle. The needle could be removed from pedicle. After visual check of the needles, it was detected the tip of the needles broke off at the area of the lateral hole of needle. The tip of the needle has been remained in the patient.